Event description:
It was reported that during the implant attempt the device delivered 35 joules during defibrillation threshold testing; however, the patient required a higher output for effective defibrillation. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.